Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a lesion. The device was removed from packaging per IFU , inspected and negative prep was performed with no issues noted. It is reported that during use the stent became deformed in vivo during positioning. It is stated that it was not possible to implant the stent since strut damage had occurred. No patient complications or clinical sequelae reported. Evaluation summary: the device was returned for analysis. The distal tip was flared indicating that it may have been stubbed during advancement. The stent had deformed and raised struts on the 3rd, 4th and 5th distal segments.

Manufacturer narrative:
Evaluation: results: related to operational context (device inspected prior to use with no issues noted, damage most likely occurred during attempted use), inherent risk of procedure (stent deformation), deformation issue (stent); evaluation: conclusion: operational context caused or contributed to the event(device inspected prior to use with no issues noted, damage most likely occurred during attempted use), known inherent risk of a procedure (stent deformation). (B)(4).